Manufacturer narrative:
Vyaire medical file indentification: (B)(4). H3: 81 other ¿ the suspect device was not been returned for evaluation. However, the customer received a replacement turbine and installed the device which resolved the customers reported issue. No patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical, the customer was unable to achieve sufficient respiratory volume; although the turbine was running, the respiratory volume was too low. No patient involvement